Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. During the explant procedure, the laser sheath extraction tool tore the wall of the svc. Patient died before the tear could be repaired.